Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the defibrillation therapy energy was insufficient. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, the patient¿s implantable cardioverter defibrillator (ICD) failed to provide appropriate shock therapy to convert the patient. During interrogation, it was determined that during the vf event, the right ventricular (rv) lead exhibited low impedance on both high voltage coils. The device did not work properly due to the low impedance. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.